Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel deployed, wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and cause gel to be deployed from the rear r2 therapy electrode. The root cause for the strained cable was excessive force.

Event description:
A us distributor reported that a patient alleged that the back right therapy electrode "exploded" blue gel and "burned" her back. The patient also reported that the she has a scratch on her back. The patient reported that she was reaching for a cd and heard a loud pop from the back of the vest. The patient also reported that a wire was pulled out of the rear left therapy electrode. There is no indication that the patient was treated by the lifevest. During a follow up, the patient reported that she has permanent scarring from the irritation and the patient has ended use due to an ICD implantation.